Event description:
It was reported that the pump gave error code 41786, and the reporter took out the battery and it finally cleared the error code. But now the reporter stated that the pump kept stating there was air in the line but there was none. The device was getting a code when you initially turn on the screen. The staff did not report it, but the reporter found it during their annual preventative maintenance cycle and was unable to test it. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Event history review confirmed multiple instances of "cannot start pump air in line" alarms when attempting to start the pump. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Probable cause of low internal battery charge and a failed air in line detector. Visual inspection confirmed error code 41786 when turning on the device. Also observed device time/date reset to defaults. Cleared error code and charged internal battery for 72 hours, code did not reappear. Air detector test confirmed that the device detects air when connected to a liquid filled cassette. Replaced air in line detector. Upon further investigation, upstream occlusion (uso) seal adhesive is failing and separating from chassis. Replaced uso seal. The latch lock mechanism was excessively tight and caused interference when attaching cassettes. Readjusted latch lock mechanism. Device passed all testing post repair.